Manufacturer narrative:
The pump was not returned to the MFR for evaluation as it remains in use supporting the pt. A root cause for the report of the gi bleeding could not be determined through this evaluation. It was reported that the pt is doing well at home. No further issues have been reported. A review of the device history records revealed the device met all applicable specifications upon product release. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp for a gi bleed on (B)(6) 2014. An upper gi endoscopy was performed and the source of bleeding was not found. The pt was transfused with three units of blood, and the bleeding was resolved. The pt was discharged to home on (B)(6) 2014, and is currently doing well.